Event description:
It was reported that the pump battery could not be charged. Reportedly, the customer was hospitalized due to the reported issue; details and nature of hospitalization were not provided. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.